Event description:
It was reported during follow up, loss of capture was observed. X-ray revealed dislodgement. Due to the patient's psychological condition, and because half of the rv coil was still in the ventricle, the physician elected to program the device to lv pacing only. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.